Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure, the combination t-wrench 8mm was broken at the t intersection of the two pieces. The surgeon used the other combination wrench that was in the set to finish the case. There was unknown surgical delay. The procedure was successfully completed. Patient outcome is unknown. This report is for one (1) combination t-wrench 8mm. This is report 1 of 1 for (B)(4).